Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-03558. It was reported the patient complained his scs stimulation had changed and he was having some chest wall stimulation. Fluoroscopy imaging found the right lead had migrated. Follow-up identified the patient's scs leads were replaced with a different model. Intraoperative testing indicated the patient had stimulation therapy coverage all of the pain areas.